Manufacturer narrative:
The company representative, ultimately replaced the console with a new one (per the customer¿s request). A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. The company service representative, examined the system and confirmed, a misaligned lens. Which may or may not have contributed to the reported event of incomplete flap. To resolve the issue, the company service representative, realigned the lens. As a preventive measure, the company service representative, cleaned the complete optical path and performed preventive maintenance (pm). The system was then tested and met all product specifications. Following a subsequent similar report of partial flap, service record. The company service representative, examined the system and confirmed, multiple intermittent occurrences of system message (sm) in the system event log. There was no information provided, whether the company service representative, was able to replicate the system message. The company service representative, found a nonconformity in the connector on the x galvo controller card, which is part of the surgical galvo. To resolve the observed nonconformity, the company service representative, reinstalled the product from the customer site. A subsequent sr installed product as a replacement console. The replacement system was then tested and met all product specifications. On the original product, it remains inconclusive how or when the lens became misaligned, or the x galvo controller card became nonconforming. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation results were submitted in error in the previous report. This is a duplicate of manufacturer report number 2028159-2021-00862. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 2028159-2021-00862. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Nvestigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported patient with incomplete flap who underwent flap surgery. The representative received a call from physician requesting support in the production of the text (defense) of a lawsuit filed by a patient who underwent flap surgery, however did not undergo lasik due to incomplete flap. The physician reported that when approached by the assistant physician (who is part of the group of external physicians who perform refractive surgeries in the hospital) he informed the patient that the procedure cannot be performed because the laser was out of calibration and the flap was incomplete. The physician reported that there was no refractive damage to the patient, she maintained the same visual acuity as before the procedure.

Manufacturer narrative:
Based on information received following submission of the initial report, the file is duplicate file of 2028159-2021-00862. The manufacturer internal reference number is: (B)(4).